Event description:
For this event, there was minimum information made available from the health care provider. Sometime in 2009, a female patient had a cystocele repaired with the product, xenform. There was no information with respect to the age, weight or height of the patient. There was no specific information regarding the product other than the model number, 830-247. There was no information with respect to the product lot number or expiration date. It was reported that the repair failed. It is not specifically known whether the product failed or the surgical procedure failed. It is not known the time after implantation that the failure occurred. It is not known whether the product was explanted. The product was not available for evaluation. It is not know what, if any, additional procedures were performed or whether there was additional hospitalization.

Manufacturer narrative:
Since it is not known if the product was explanted, it was not available for evaluation. The literature reports cystocele recurrence rates of up to 20% following surgery. Since the lot number of the device is not known, the specific device lot number could not be reviewed. However, all device history records for that device model number that were manufactured and distributed in 2008 and 2009 were reviewed and everything was found to be in order. Repeated attempts have been made to contact the surgeon but have been unsuccessful. It is not known, what, if any, additional procedures were performed, etc. If additional information regarding this particular incident becomes available, a follow-up report will be submitted.